Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an increase in tremors, difficulty speaking, drooling, and all the parkinson's symptoms. The patient started a new medication "abicatin" but they wanted to make sure the patient's stimulator was working too. Information on how to check the patient's implant was reviewed and the patient's implant had been turned off. It was reviewed how to turn stimulation back on and they confirmed the stimulator is now on and the settings are 5.8v on the left and right. They will monitor the patient's symptoms.